Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 435 mg/dl. Customer declined to troubleshoot for the high blood glucose value. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer also stated insulin pump received insulin flow block alarm and they already changed the infusion set for four times. Customer also stated that cannula was bent. The insulin pump will not returned for analysis.